Manufacturer narrative:
No additional information was received regarding any treatment or medical intervention required for the reported event. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported that a patient received a cootone treatment to the abdomen and presented with a "burn" post treatment. No additional information was received regarding any treatment or medical intervention required for the reported event. A supplemental report will be submitted if additional information is obtained. Distributor tried to contact healthcare provider to collect more information without result. So, circumstances and degree of burn unknown.